Manufacturer narrative:
To prevent incorrect calibration of the lgk system due to corrupt calibrationsettings.txt file, a checksum (crc) mechanism has been implemented. Trying to use this incorrect file will therefore result in an error "error reading cbct calibration settings", described in the service tool log file and further use of the system is prevented. However, along with the reason for the failure (checksum mismatch), the correct expected checksum is presented. The likelihood for this issue to create a hazardous situation has been determined to be improbable, as this requires a multitude of unlikely events and use errors. However, should the issue occur, the worst case effect would be treatment of the patient in the wrong position. Due to the low probability of the issue occurring, the manufacturer concluded that software versions 11.0 onwards do not require an upgrade nor an update to product documentation.

Event description:
There was no report of an adverse event. During the manufacturer's testing of an upcoming software release (version 11.1), a software vulnerability was found with verification (checksum) of the calibration settings and is also applicable to released version 11.0.